Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Returned photos show activated company delivery system device. The plunger is advanced into the tip of the nozzle and appears to be advanced over the lens. The lens is advanced into the nozzle entry area. We are unable to determine the root cause for the reported complaint "during iol insertion phase, the lens was stuck in piston and prevented it from exiting". The product was not returned for analysis. Plunger override was observed on the returned photos. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the iol insertion phase, the piston was stuck in the piston and prevented it from exiting. Additional information has been requested and received stating that the surgery was completed with another lens. Sample was not available to return.